Event description:
As part of an analysis to review the safety architecture low voltage alert (code 1003), battery voltage data was pulled from the remote patient monitoring system. During our analysis, the device was identified as demonstrating evidence of premature battery depletion that could potentially lead to compromised therapy if not addressed in a timely manner. Boston scientific technical services proactively reached out to the local representative to notify them of this finding and recommend device replacement. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert (code 1003) had never been set. The pattern of steady and rapid discharge had been detected using stored data from the patient's monitoring system. External visual inspection of the device noted tool marks on the device case. The header to case bond and seal plugs were intact. All of the setscrews operated normally. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4). Upon receipt, this device will undergo detailed analysis and this report will be updated upon completion of analysis